Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that a primary alarm failed. It is unknown at this time if there was any patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report a primary alarm had failed and code 1102 had appeared. The customer was sent a quote for speaker and central processing unit (cpu) and printed circuit board assembly (pcba). The quote is currently pending customer response. Resolution and disposition are pending.

Manufacturer narrative:
No work was performed by philips as the quote was discontinued. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.